Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat bladder prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and recurrence. It was reported that patient experienced mesh erosion and underwent mesh excision on (B)(6) 2008 and removal of mesh erosion on (B)(6) 2012. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.